Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported failure was replicated and confirmed. The harmonic ace insert was found to have a broken blade. The blade was broke at roughly 0.587¿ from the base. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the tip of the harmonic ace instrument broke and fragments fell into the patient. The fragments were retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damages were observed. The instrument was in use for 15 minutes when the issue happened. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The fragment was just one broken piece which was removed successfully. No additional procedures were done. No post operative tests were done. A backup instrument was used to complete the procedure. No patient injury or harm. The patient did not return to the hospital.